Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of twenty (20) clearlink system continu-flo solution sets were kinked which resulted in fluid flow issues. It was observed that the tubing had kinks which resulted in fluid not flowing well and unbending the kinks did not resolve the issue or make fluid flow better. These fluid flow issues were observed during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.